Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod between 36 and 48 hours. The pod generated a "missing sensor values" error message. Symptoms reported include vomiting, and the patient feeling sick. The patient was treated with insulin correction therapy. The patient was discharged on the same day. Both the pod and continuous glucose monitoring sensor was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s916u1ues7ezci. Hardware: sm-s916u1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Manufacturer narrative:
A supplemental MDR is being submitted to capture the additional information received on 15 jun 2026. Updated section 'b2 - outcomes attributed to ae', 'b5 - describe event or problem', 'h6 - adverse event problem (health effect - clinical code and (health effect - impact code).'

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod between 36 and 48 hours. The pod generated a "missing sensor values" error message. Symptoms reported include vomiting, and the patient feeling sick. The patient was treated with insulin correction therapy. The patient was discharged on the same day. Both the pod and continuous glucose monitoring sensor was removed at the hospital. Additional information received on 15 jun 2026 that the patient was hospitalized and diagnosed with both diabetic ketoacidosis and hyperglycemia on (B)(6) 2026. The patient's fingerstick measured a blood glucose level of 438 mg/dl at the time of the reported event. The patient was treated with both intravenous fluids and insulin administered via injection (long-acting "[lantus"[ and short-acting insulin). The patient was discharged on (B)(6) 2026.